Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope scope was not insufflating and there were defects in the internal channel. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction of scope not insufflating and there were defects in the internal channel was confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no physical damage to the area where the foreign material was detected. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.